Event description:
At 20:10, respiratory therapist was walking by x-ray machine in back hallway by radiology dept. Rt noted flames coming from the machine. He called a code red and then extinguished the flames. At 20:13 fire department was notified of fire at the facility through facility fire alarm system, arrived at facility several minutes later. Large amount of smoke noted in center hallway and back hallway by respiratory dept and intensive care unit. All pt doors had been closed when code red was called. Engineering was called. Fire dept set up fans to assist with blowing the smoke out of the building, and then the fire dept cleared the code red. X-ray machine was removed from the building and placed at the back of the facility by the fire dept. No loss of medical gases or electricity. No pts required evacuation. Photos taken of x-ray machine. Fire alarm system was re-set at 23:00. Preventive maintenance was last done on x-ray machine in (B)(6) 2013, was due for next pm in (B)(6) 2013. (B)(6) notified on (B)(6) 2013 at 06:24 - (B)(4). No pts were involved.